Event description:
Reportedly, after performed anastomosis with the instrument, bleeding was confirmed (less than 200 cc). The tissue was treated hand sewing. The pt weighs 49 kg. Sex: female. Procedure: colectomy.